Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the 355sd rubber valve tore during the procedure. The rubber valve shows irregularity too. Another instrument was used to complete the case. There was no consequence to the pt.